Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped working occurred. The sensor was inserted into the arm on (B)(6) 2022 which is considered off label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection in addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor that stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.